Event description:
Assisting a physician with circlamp did not tighten like it should. The circlamp has to be undone prior to use when the provider tightened per the procedure. It malfunctioned and did not tighten. Therefore the infant bled more than normal and surgical had to be applied. No recommendation.